Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high", although a specific value was not given. Customer alleged the cause was due to the pump alarm not annunciating. During troubleshooting with tandem technical support, the alarms sounded correctly and pump was functioning as intended. Customer address their bg with a correction bolus via pump. A replacement pump was sent to customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.